Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned, but the device history files were provided for evaluation. The review of the history files shows that on the date of the reported event an infusion of 115 ml/hr and 115 ml was started at 12:54pm. At 1:13pm an upstream occlusion stopped the infusion with a volume infused of 36.50ml. The infusion was resumed, and at 1:14pm another upstream occlusion stopped the infusion with a volume infused to 36.54 ml. No further infusions took place on the date of the reported event. Based on the programmed rate and the amount of time the pump was running, the volume infused is within the specification. However, without the actual device a thorough analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: the patient was to have an infusion over 1 hour at 115 ml/hr and it finished in 20 minutes. It appears that the nurse was infusing magnesium 1g and there was a bolus given.